Event description:
It was reported that the patient presented to the clinic due to patient's discomfort. Interrogation of the patient¿s pacemaker showed the left ventricular (lv) lead exhibited diaphragm nerve stimulation in all vectors. The left ventricular (lv) lead was programmed off. No patient consequences was reported.